Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 463 mg/dl. Customer was tire and nauseous. They do feel ok to troubleshoot. Drive support condition was not mentioned. Customer's blood glucose value at the time of incident was 463 mg/dl. Customer current blood glucose level was 463 mg/dl. Customer reports they have contacted their hcp regarding high blood glucose reading. Customer treatment was with manual injection. Customer did not mention air bubbles or leaks. Customer decline reporting bolus wizard programmed accuracy. Customer has been using insulin pump system within 48 hours of reported high blood glucose reading event. The infusion set changed (B)(6) 2018. The infusion set was not bent. The insulin pump did not perform high pressure test. Insulin pump will not be returning for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No device deficiency anomaly noted during test. The information provided in the section of concomitant product with the initial report was missing. The correct information has been included with this report. (B)(4).